Event description:
I got implanted with 325cc breast implants that were considered to be 'smooth round gel' by mentor from a surgeon in (B)(6) - (B)(6). I did not sign a waiver either for being under (B)(6) for this surgery and was age (B)(6) at the time. This was on (B)(6) 2011 and my birthdate is (B)(6). The problem starting just a little after a year from the initial surgery when my illness symptoms started occurring. I started feeling extremely fatigued and uncomfortable in the right side of my chest particularly, which the progressed into the left one later on. The right implant was first pulled up into my chest close to my collar bone and was extremely painful. It seemed as though it happened over night but when I immediately went to see a dr at (B)(6), I was horrified to find out that it was a capsular contracture and this can happen over years of time. This made me think that after I got implanted, the capsule was already forming as my bodies way of rejection. On (B)(6) 2014 I had surgery to fix the capsule in the right breast. After this surgery it seemed to be back to normal again, but sad to say this was only for a short while. My symptoms worsened and I was in more pain than ever. I started having more fatigue and felt as if I was 80 y/o and I am far from being old. I started getting constant migraines, numbness in my left hand and arm, back pain, extreme muscle pain in my pec/chest muscles, had chronic discomfort daily and was even told I was just "allergic" to foods and the environment when I have never been in my entire life and was the most absurd thing I have ever heard. I had to suffer many years because financially we were already deling with an ankle surgery I had in 2013 among other things. I have been a ballet dancer my entire life and since I was implanted, it has impacted my way of life and what I love to do. I finally couldn't take it anymore as I was feeling sick everyday, taking ibuprofen everyday, sleeping with a heating pad, and going to pt all of last year of school, to (B)(6) in (B)(6), etc. It has been an ongoing nightmare with these implants basically since I was first implanted. I was finally explanted this month with insurance coverage except for a copay and add'l needs after the surgery for recovery. I feel after everything I have been through and what I have endured, I am seeking compensation from someone whether it is you, mentor or the original dr, just anyone, to help the financial burden this has put on my family and I. The first surgery to try and correct the capsule was all out of pocket that we are still trying to pay off, and I have had several dr and pt visits the last several years. Explant was my best option for my overall being and health. Had I known about breast implant awareness, I would have never wasted my money in the first place and gone through with the implants. I can see it was a huge mistake and sadly I was a victim to it. I had severe joint and muscle aches from the implants, extreme fatigue, tight chest/pec wall muscles, all due to the implants among many other symptoms also listed above. I would greatly appreciate some help in finally being able to put this nightmare behind me and get stuck out of the financial burden and pain this has caused for the last several years. I am just trying to finish school and more on with my life and I can't do that until something can be done about this. Thank you.